Manufacturer narrative:
(B)(4).

Event description:
Patient's dad contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. No additional event or patient information is available. The device was not returned. The data was provided. The reported event could not be confirmed through data log review. A root cause for the reported event cannot be determined.